Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented to the clinic for a device check, some episodes were overwritten and diagnostic anomaly was observed.